Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician replaced the valve solenoid and the manual CPR/emergency trend valve to repair the bed.